Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that several packages in a box of bd luer-lok¿ syringe(s) were not sealed completely. The syringes were not used and there was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: three photos were returned for investigation. Our quality engineer inspected the returned photos and confirmed the reported observation of unsealed packages. From the manufacturing records, 30th oct 2017, production encountered sealing issues and the sealing gasket was changed for all cavity block. Probable cause could be the gasket came out from the cavity block resulting no transfer of sealing on the bottom web. The nonconformance could be due to improper backtracking performed by the production technician resulting in escapees. CAPA 308057 has been opened to further investigate the issue and prevent future occurrences of this type. Customer complaint trends are evaluated on a monthly basis.